Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that they have been having a lot of issues with their device and want it removed. Caller stated they can still feel electrical shocks coming from the device even though they have taken the battery out. Caller added that it's causing weakness and nerve damage in their leg and it's weaker than their other leg because it's sending shocks down the leg and causing nerve damage. Caller noted that they can be walking and it will abruptly shock them without them even moving. Patient reports back issues at lead site, constantly numb, it pops and catches on things. When asked, patient said that this started about 2-3 years go and has become progressively worse. Caller mentioned they have turned the stimulation all the way down to 2.0 and has removed the batteries from the patient programmer however said still feels the shocking. Agent reviewed therapy information with caller and suggested patient turn the implant completely off and monitor symptoms. Patient said will turn off on their own later. The patient was redirected to their healthcare provider to further address the issue. Patient also asked about recall saw on FDA .gov site however didn't have name of recall. Reviewed information.